Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional pont of contact: (B)(6). A getinge field service engineer evaluated .replaced drive manifold assembly(d104-00-0031) on unit. Issue found during pm (B)(6) demand pm. Replaced the drive manifold and issue was resolved, all manifolds test passed, see the other service order for all testing information and logs. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was no patient involvement, the defective components were received for further investigation. Please refer to the root cause evaluation field for details .the failure analysis and testing department could not verify the failure of drive manifold leak test. Drive manifold passed testing. Retaining drive manifold in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive leak test. There was no patient involvement.